Event description:
It was reported that during an unrelated procedure, electrocautery use resulted in a loss of output from the pulse generator. Output resumed and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.